Manufacturer narrative:
The medical staff conducted a routine inspection of the heart-lung machine and found that one of the pump heads of the double-head pump reported a fault message: err head after self-checking, and the pump head could not work normally. Arriving at the scene and found that a belt on the inner pulley of the faulty pump head was broken. The reported failure "head error" was already investigated in a similar complaint #(B)(4). Lce report (B)(4) dated on (B)(6)2020 with the following outcome. Visual inspection: both belts were completely torn and in addition, they have breaks in the profile wedge at several points. On new belts, the rib profile is on the outside and the wedge on the inside. Both investigated belts are twisted so that the wedge lies on the outside. This indicates that both belts have twisted around their longitudinal axis during operation. This leads to the wedge profile being overstretched and breaking, since it is not designed for this type of load. The following causes can be considered as the cause of the twisting: 1. Belt profile error causing them to not run properly in the rpm pulleys. 2. Different height of the two pulleys. 3. Belt pulley profile error. 4. Faulty belt tension. Thus the reported failure could be confirmed. The reported failure did not happen during patient treatment. The hl20 in question was responsible for this complaint/event. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Complaint #(B)(4).

Manufacturer narrative:
A follow up medwatch will be submitted when additional information becomes available.

Event description:
The medical staff conducted a routine inspection of the heart-lung machine, and found that one of the pump heads of the double-head pump reported a fault message: err head after self-checking, and the pump head could not work normally. Arriving at the scene and found that a belt on the inner pulley of the faulty pump head was broken. Complaint#: (B)(4).